Manufacturer narrative:
H10, h3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection found no defects. The functional evaluation found the device could be switched on, but due to a failed circuit board it was unable to hold charge of operate on mains power, establishing a relationship with the event reported. The root cause has been identified as a circuit board failure. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. E1 updated. Foreign postal code: (B)(6).

Event description:
It was reported that the device was found to be unable to start up correctly and presented a critical error due to the mainboard being defective. No patient harmed and no injury reported because this was found during service and repair.